Event description:
Confused patient pulled out foley catheter, but product tore "at mid urethra", leaving large section of catheter still indwelling. Required surgical intervention to remove. Diagnosis: incontinence.